Manufacturer narrative:
No root cause could be determined. No malfunction could be identified. The quality control was in range indicating it was likely not a reagent related issue. The customer confirmed no adverse events were reported.

Event description:
The customer stated they have been receiving intermittent questionable results for creatinine on their integra 400 plus analyzer (serial number (B)(4)) for the last few weeks, possibly toward the end of april. The customer provided data for one discrepant patient result. Repeat testing was performed on the same integra 400 plus analyzer. On (B)(6) 2011, the patient had an initial creatinine result of 3.2 mg/dl accompanied by a data flag. This result was reported outside of the laboratory. On (B)(6) 2011, the patient had a different sample draw tested with an initial result of 0.97 mg/dl. The physician questioned the discrepancy between the two results and asked that they be repeated. On (B)(6) 2011, the first sample's repeat result was 0.96 mg/dl which was issued as a corrected report to the result from (B)(6) 2011. On (B)(6) 2011, the second sample's repeat result was 0.93 mg/dl. There were no allegations for adverse affects to the patient as a result of this event. The field service representative could not determine the cause of the event. He proactively replaced the transfer head valves. He cleaned and lubricated the z drive for probes b and c. For verification, he ran diagnostics and performance testing which was within specification.